Event description:
It was reported that the patient was revised for instability. Doctor took out a poly and replaced it with another poly.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown duracon 25mm poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.